Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No information was provided as to why the device was replaced. Efforts to contact the physician/hospital regarding this event are in process at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) testing found no pacing outputs. Further analysis determined that the anomalous pacing output was caused by a low voltage level on the fet (field effect transistor) boost signal on an integrated circuit. The cause for the anomalous fetboost voltage was determined to be caused by gate to source leakage in an n-channel mosfet transistor in the output control circuit.